Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The evaluation of the homechoice was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. Temperature confirmation testing was performed and failed for an unrelated issue. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range. A check of the pneumatic system revealed an unrelated issue. Further inspection of the door assembly identified deteriorated piston foam and a cracked door piston. The cause of the rite failure was due to the deteriorated piston foam and cracked door piston. The device was sent for servicing and the parts were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.